Manufacturer narrative:
Ous MDR - upon receipt, the lead was found dissected some 56 cm proximal to the lead tip. Only a part of the inner coil together with the lead tip was received. It is reasonable to assume that the lead was dissected in the course of the lead implantation. In addition, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that during the implantation the distal part of the lead was stuck in the tricuspid valve and subsequently damaged. The lead was not implanted. No adverse pt side effects have been reported.